Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that the device was producing an incomplete mesh. It was clarified that the mesher gave an incomplete mesh on very thin skin. The event occurred on (B)(6) 2018 during the meshing of previous recovered cadaveric donor skin. The event was not identified after a recent repair or purchase. The surgical technique was followed. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter and a 2:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher eight times as documented in the repair reports. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the roller gear was replaced. The 1.5:1 ratio cutter produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter produced a passing sample mesh. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter twice as documented in the repair reports. The last repair was (B)(6) 2018 where it was reported that the cutter was returned with mesher. The cutter produced an incomplete mesh. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 cutter three times as documented in the repair reports. The last repair was (B)(6) 2018 where it was reported that the cutter was returned with mesher. The cutter produced a passing mesh. Product review of the skin graft mesher on (B)(6) 2018 revealed that the device was out of calibration, but produced a passing sample mesh. There were no components that needed replaced. The 1.5:1 ratio cutter produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included recalibration and lubricating the device. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.214. The reported event was confirmed since during initial inspection the 1.5:1 cutter produced an incomplete mesh. The cause of the incomplete mesh was due to the damaged cutter. The root cause of the incomplete mesh could not be determined with the provided information since it is unknown how the cutter became damaged. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the skin graft mesher had incomplete mesh. No adverse events were reported as a result of this malfunction.